Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event, ¿foreign material adhered in biopsy channel¿, was confirmed. Therefore, the device did not meet its specifications nor function. It could not be specified what the foreign material was nor the root cause of the remaining foreign material the foreign material may not have been removed because reprocessing could not be conducted properly because cleaning brush could not passed through. It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. No further information could be obtained. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU):¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscopea definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exibithed foreing material bloking the biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.